Manufacturer narrative:
Customer will not be returning the device.

Event description:
It was reported that during a surgical procedure at the user facility, damage to the dura and nerve root was detected. The surgeon reported that it was his opinion that there was no defect to the medical device. The user facility reported that the procedure was completed successfully without a delay, and that there was no medical intervention.

Event description:
It was reported that during a surgical procedure at the user facility, damage to the dura and nerve root was detected. The surgeon reported that it was his opinion that there was no defect to the medical device. The user facility reported that the procedure was completed successfully without a delay, and that there was no medical intervention.